Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to blank display. Device received with corroded battery tube, scratched case, cracked case (battery tube), pillowing keypad overlay and corroded motor home switch. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and everything was blank. The customer stated that there was fluid in battery compartment. The insulin pump had insulin pump error. The insulin pump had cracked. The customer was not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.